Manufacturer narrative:
D9: updated, device received. H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A visual inspection revealed the device was returned without the t1 and t2 anchors or suture. The deployment needle appears stuck at the distal tip not returning to the proximal position with the deployment knob. The needle shaft is bent from manufacturer position. Debris is found on the needle tip and overmold assembly. A functional evaluation revealed the device could not be cycled as the actuator is stuck at the most distal position. A review of the instructions for use found: read these instructions completely prior to use. Do not push the deployment slider twice or the second implant will deploy prematurely. Do not push the deployment slider until the needle is fully penetrated through the meniscus to the preset depth or t2 will deploy prematurely. A review of risk management files found that the reported failure was documented appropriately. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a meniscus repair surgery after the fast fix t1 was deployed the t2 deploy prematurely. The t's were removed from the patient's anatomy. No significant delay or other complications were reported. Smith and nephew back-up device was used to completed the surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.